Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) report recoverable fault during surgery. Tse reviewed live logs, found error #32100 on universal surgical manipulator (usm) 2. Customer performed all troubleshooting, but issue persisted. It was confirmed that the customer disabled usm 2 and surgeon was proceeding 3-arm procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32100 error was confirmed and replicated. In logs, the 32100 error was found indicating high alarm error on the usm board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32100 error was triggered indicating fault on the board, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion direction test was found to be failing on the spar. Once testing was completed, the parallelogram brake was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a contaminated parallelogram brake flat flex cable (ffc) with fluid intrusion causing signal issues within the axes controller, triggering error 32100.